Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a health care professional contacted technical services on (B)(6) 2015. The hcp reported that this patient's monitoring system had detected an alert for ra impedance greater than 2000 ohms at the last in-office check. Device sensing appears to be normal. The device is currently programmed vvi at 50 ppm. Technical services commented that this product experience had occurred back in 2009. The available information suggests that no intervention was undertaken at this time.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (device parameter error). The clinic nurse was contacted to discuss the alert. Technical services discussed programming options to correct the error and that the patient was not being monitored for parameter errors until programming changes were made. The clinic nurse planned to discuss this further with the physician. Additionally, the local representative was informed of the alert and that the parameter error was due because the sensed av delay was greater than the paced av delay with the bradycardia mode programmed to ddi. Subsequently, the local representative contacted technical services to discuss an alert (atrial impedance greater than 2000 ohms) from this patient's latitude monitoring system. The patient was seen in-clinic and electrogram noise was observed on the right atrial (ra) channel. There was no pacing inhibition as the patient has intact sinus rhythm. The physician ordered a chest xray as a ra dislodgement was suspected. Technical services discussed a possible connection issue or ra conductor fracture. Technical services commented that a lead dislodgement was unlikely as impedance measurements will decrease or remain relatively stable. Subsequently, boston scientific crm received information that a chest xray did not identify a conductor fracture and there has been no clinical issues. The physician is considering reprogramming the device brady mode to vvi. Currently, the patient has not been scheduled for a lead revision procedure.